Event description:
It was reported that the aa4203tl silicone single piece lens was inserted in the patient's eye and removed due to a lens tear. There was no patient injury. The reporter stated the cause was loading error.

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric . Evaluation, results: visual inspection of the returned lens showed it was split in half and a haptic was torn. There was a clear surgical residue on the lens. (B)(4).